Manufacturer narrative:
The failure investigation has been completed and the touchscreen complaint was verified. The alleged shutdown issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen became cracked. The customer stated the touchscreen might have been cracked while moving. In addition, after connecting the pump to a power source, the pump screen went blank. Reportedly, the battery was at 20% and the light around the pump wake button blinked red. The customer's blood glucose level was 137 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.